Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The field service engineer (fse) was not able to reproduce reported uninterruptible power supply (ups) battery unable hold under load. Tested under load for 4 mins without issue. Ups battery's are only rated to last 2 mins under load for proper shutdown. As a precaution, the fse replaced the ups battery assembly. The imaging system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the mobile view station (mvs) was shutting down quickly when unplugged from the wall. No patient present.